Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. Reportedly, the patient presented with infection symptoms along with pus seeping out of area where the pacemaker was implanted. Furthermore, the lead was not easily retracted and had to use a stylet to help retract the helix. A revision was performed and the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The rv lead was not returned for analysis.

Event description:
It was reported that the patient with this right ventricular (rv) lead had an infection. Reportedly, the patient presented with infection symptoms along with pus seeping out of area where the pacemaker was implanted. Furthermore, the lead was not easily retracted and had to use a stylet to help retract the helix. A revision was performed and the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. The rv lead was not returned for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Analysis showed that the lead tip section was not returned, therefore no helix mechanism test was able to perform. Laboratory analysis unable to confirm reported allegation.